Event description:
A 28mm diameter x 16mm diameter x 16.5cm length aneurx stent graft and its components were inserted in a patient for endovascular treatment of abdominal aortic aneurysm on event date. The diameter of the proximal non-aneurysmal aortic neck measured 22mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal neck measured 110mm. The iliac vessels were mildly calcified and somewhat tortuous. The pt has a history of chronic obstructive pulmonary disease (copd), congestive heart faiilure (chf), obesity, and hypertension (htn). It is reported that the physician did not use an introducer sheath in the left common femoral artery. The physician had difficulty advancing the delivery system in the left iliac artery; therefore, he balloon angioplastied the iliac artery to enable access to the aneurysm. It is reported that during the angioplasty, it is possible the angioplasty balloon caused a dissection of the left femoral iliac artery. The aneurx stent graft was implanted without incident and the iliac artery dissection was repaired with a patch angioplasty and endarterectomy. The final angiogram showed no evidence of an endoleak and a successful outcome with the exclusion of the aneurysm was achieved. It is reported that upon completion of the procedure the physician noted that the patient's distal pulse was weak and progressively weakening. The physician reopened the femoral artery incision and removed thrombus resulting in good blood flow. It is reported that the insertion of the stent graft may have dislodged plaque. The pt suffered no clinical sequelae from the event and is reported to be fine.